Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) with a monitoring voltage of 2.69 volts and a charge time of 17.9 seconds. This product was not listed under any advisories. Technical services stated that eri was triggered by the charge time and discussed that the product should be changed out within 90 days of eri being declared. No adverse patient effects were reported. Subsequent information indicates that this product was explanted and replaced due to a product performance issue. The explanted product was returned for laboratory analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.